Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 506 mg/dl. Customer experienced ketones and treated their high blood glucose via insulin pump. Customer's mother believed the patient did not receive their basal rates. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer's mother declined to further troubleshoot and did not want to disconnect the patient from the insulin pump. Customer's mother advised they would call back if the alarm recurred and that they would monitor the patient's blood glucose levels.